Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed and the assignable cause is determined to be air in set, the patient extension line was connected after priming was complete. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated that the patient line extension was not connected until after the prime was completed. The technical service representative(tsr) assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event and they are currently performing therapy without any complications. The hp stated that they did not develop any adverse events and no medical intervention was reported. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.